Manufacturer narrative:
(B)(4). G2: foreign- japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the anchor couldn't be pushed out although the surgeon forwarded the black button following the normal usage. Another backup product was used to complete the surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h10 the following section was corrected: h4 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the device has not been cycled and the sutures and  anchors remain in the needle. The needle is bent and the guide wire pusher is no longer attached to the anchor as a result. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.